Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the video processor (vp) and endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vp and ec were analyzed and both subcomponents were found to have electrical/fiberoptic defects resulting in the components not functioning during testing. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the ec was not switching on, error 319. The procedure was aborted with no patient involved. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.